Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock and cp with smartassist. Section: table 3.2 impella catheter components: "the infusion filter prevents bacterial contamination and air from entering the purge lumen." Section: warnings and cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
It was reported through abiomed's long-term outcome and quality indicator impella registry that a patient implanted with an impella 5.5 and became febrile and experienced an infection that was treated with antibiotics. Ventricular tachycardia was noted which was treated with cardioversion, and polymorphic ventricular tachycardia which also treated by cardioversion. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The pump was returned cut at the catheter. No other abnormalities. Infection/sepsis - reported infection at access site. An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician. -physical examination findings. -results of special investigations : laboratory test results & imaging studies. -microbiological culture and sensitivity results. -response to previous treatments and therapies. -any relevant epidemiological information or exposure history. -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined. Vt/vf - reported vt and polymorphic vt. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. ¿timing of the arrythmia event in relation to impella support (during or post-implant). ¿electrocardiogram (EKG) recordings of the arrhythmia episodes. ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. ¿response to any antiarrhythmic treatments or interventions during the event. ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.